Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient had a revision about a month ago because the pump "was not working correctly." The hcp was unable to clarify further. They were inquiring if they needed to wait a certain amount of time after the procedure before magnetic resonance imaging can be done.